Event description:
Problem: contact lens had lint like material inside. Specs: -4.50, 8.6, 13.8, lot#6519035, exp 04/2011, details: I rec'd a trial pair of focus night&day contact lens from my optometrist, upon opening one of the lenses I noticed a few linit like materials floating inside. Not sure of the source but this might be a product quality issue. I have notified my optometrist and did not use the lens.